Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer auxiliary 1.1 row b had failures on cubies. A field service engineer (fse) replaced the retractor and reseated all cubies to resolve the issue. Diagnostics were run and passed successfully. The customer subsequently completed the inventory of medications without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie had failed and not released. The customer tried to recover the storage space but did not respond to realize the cubie pocket. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.